Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture, and rupture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast augmentation revision with two 385cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade unknown) and bilateral ruptures post-operatively. The patient had excess scarring on the breasts. The patient also experienced generalized illness symptoms including burning, panic attacks, hot flashes, asymmetry, breast implant illness, pain, hair loss, swollen lymph nodes, headaches, memory loss, brain fog, hearing loss, tired, anxiety, and fluid around breast. The patient also mentioned having issues around her nipple-areola (no wounds or infections were mentioned). As a result, the patient underwent bilateral device explantation on (B)(6) 2024 and replaced with non-mentor devices. This report is for the right-side device.